Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fluid leakage from a transfer set which resulted in peritonitis. The cause of the leakage was due to a cracked tube (near titanium adapter). It was not reported if the patient was hospitalized for the event. The patient received unknown ¿medical measures¿ (no further details). On an unreported date, the pd catheter was removed, and pd therapy was discontinued. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.